Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Additional information requested and obtained: how much longer was the site dilated? Less than 2 minutes. What perforated the wound? Do not know. How was this handled by the surgeon? Surgeon irrigated wound and closed. Was intra-op care changed for the patient? No. Was post-op care changed for the patient? No.

Event description:
It was reported that during a laparoscopic appendectomy, the appendix was placed in the endopouch by the doctor. The 12 mm trocar was removed and the site dilated. The endopouch broke and the appendix was stick in the trocar in the site. When the appendix was removed from the trocar site, it perforated in the wound. Once removed, the site was irrigated and assessed by the doctor. There were no patient consequences reported. This is all the information known/available regarding this event.